Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 85 mg/dl. Reportedly, the customer was able to successfully load a new cartridge.